Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different mobile meters, within 10 minutes: 340 mg/dl and 128 mg/dl (system 1) and 543 mg/dl (system 2). No adverse event reported. The test strip lot numbers used for both meters were not provided. Return of the suspect device was requested for evaluation.